Event description:
On (B)(6) 2013, I underwent exploratory laparotomy and complex hernia repair with mesh. My hernia measured 15 x 25cm. A 20.3 x 25.4 cm bard composix e/x mesh was placed. I have had complications and constant abdominal pain ever since the hernia repair surgery. I am constantly constipated despite all the meds I am taking for it) and I bleed with each bowel movement. I've had an anal fissure for a while and meds have not helped it. I also have excruciating pain when I do have a bowel movement. I am now having a sigmoidoscopy with botox injections at (B)(6) hospital on (B)(6) 2015. My abdominal pain ranges from: sharp stabbing pain, burning, pinching, pulling, feeling like my insides are raw, and the feeling of broken glass or a bunch of needle piercing me. I am in constant pain and feel exhausted all the time. I have been seeing a pain management doctor and I am on pain meds that they only help a little. I am thought to have nerve entrapment but I haven't had an abdominal MRI or CT scan in almost one year. My repair surgery seemed to have done more damage than good. This is a miserable quality of life. I don't know what I am going to do. There is definitely something very wrong.